Event description:
It was reported that during a routine device change out procedure of an asymptomatic patient, an insulation abrasion was noted on the right ventricular lead. The lead was repaired and remained implanted. The patient was doing well post implant and would continue to be monitored.

Manufacturer narrative:
(B)(4).